Manufacturer narrative:
Medical device: d314drg ICD implanted: (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate shock therapy for an supra ventricular tachycardia (svt) episode detected as a ventricular tachycardia (vt) episode by the implantable cardioverter defibrillator (ICD). The ICD remains in use. It was further reported that the right atrial (ra) lead has high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.